Event description:
It was reported that a subject in a clinical trial, (B)(6), experienced shortness of breath and loss of thrill of the access device. The patient required thrombectomy, fistulogram and the patient was admitted to the hospital for observation. No additional information available.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was carried out and no similar complaints for this lot number were found. The product history record was reviewed, and no exception documents were found. Nonconformance's of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.